Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that he was experiencing unexplained high blood glucose levels. The reported blood glucose reading at the time of the call was 608 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that he just had a kidney transplant, and has been experiencing blood glucose levels greater than 600 mg/dl for two days. The customer stated that he saw no insulin exiting the tubing, and received a no delivery alarm when he conducted his own prime test. The customer requested a replacement insulin pump. Nothing further was reported.